Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was received with damage to the battery compartment and trace of moisture/wet in the battery compartment. The event history log was reviewed and there was a "cassette not attached" error on (B)(6) 2020, frequent downstream occlusion and a few cassette not attached alarms. In manufacturing utility mode, the current downstream occlusion (dso) sensor reading is a bit off from calibration value. When attaching a cassette to prime, the pump gives a downstream occlusion error alarm, and intermittently gives cassette not attached properly alarm. The reported issue was able to duplicated. The dso is faulty. The dso sensor and mainboard were replaced (as preventative measured due to wet/damaged battery compartment), the battery compartment was replaced (broken/damage), as well as the upstream occlusion seal (degraded, pop up).